Event description:
A report was rec'd via the FDA medwatch medical products reporting program dated 07/21/2006. Consumer reports a series of (unspecified) eye problems during 2003 that required eyes to be checked daily by a specialist. Consumer reports scarring in both eyes and decrease in vision. Consumer has not responded to requests for additional info.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available info, no causal factors can be determined and no conclusion can be drawn.